Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device. During the evaluation by olympus medical systems corp. (Omsc), the reported image noise was not duplicated even after the following tests. Twisting the universal cord and the video cable of this device. Fully angulating the bending section to up/down/right/left. Run the device for extended period of time. Therefore, omsc could not identify the cause of this phenomenon.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device noised during the unspecified procedure. The user facility completed the procedure using a similar device. There was no patient injury associated with this report.